Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2025-06987. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silastic 18 fr and 20 fr foley catheters were having issues. No medical intervention and no patient injury was reported. Pcn#(B)(6) and pcn#(B)(6). Per additional information received on 04sep2025, customer highlighted the seriousness of the issue, noting that balloon inflation during foley catheter placement post-radical prostatectomy can obstruct urine outflow, affecting multiple patients. Customer also stated that ER visits and catheter replacements due to malfunction qualify as injuries.

Event description:
It was reported that silastic 18 fr and 20 fr foley catheters were having issues. No medical intervention and no patient injury was reported. Pcn#(B)(4). Per additional information received on 04sep2025, customer highlighted the seriousness of the issue, noting that balloon inflation during foley catheter placement post-radical prostatectomy can obstruct urine outflow, affecting multiple patients. Customer also stated that ER visits and catheter replacements due to malfunction qualify as injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.